Event description:
It was reported during a clinical study that after implant of the flow diverter (subject device) the device did not fully open when implanted and a balloon was used to improve the flow diverter stent opening. After using the balloon, the flow diverter was fully opened. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D4 gtin: corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the issue was noticed when the scaffold was poorly walled and was expanded using balloons to oppose to vessel wall. The procedure was completed successfully when the microcatheter was super selected over the parent artery to the right m1 segment by using a non-stryker micro guide wire. The mesh stent was delivered via the catheter micro conducting tube to the tumor-carrying artery. The stent was released under road map positioning. The stent is subsequently imaged in position. The stent completely covered the aneurysm. The near-end wall of the stent was poor. The non-stryker micro conducting wire massaged the wall further. Some stents were still poorly walled. A filament capsule was subsequently guided into the mesh stent. The capsule was expanded. The discharged capsule imaging suggested that the mesh stent was further walled. The contrast agent remained in the aneurysm, the walling of the branching arteries was good, and the remote blood flow was smooth. The patient was not affected as a result of the event. There was no surgical delay. The stent fully opened after balloon was used to improve opening. The stent was implanted in the body. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue of the stent failed/unable to open.

Event description:
It was reported during a clinical study that after implant of the flow diverter (subject device) the device did not fully open when implanted and a balloon was used to improve the flow diverter stent opening. After using the balloon, the flow diverter was fully opened. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during a clinical study that after implant of the flow diverter (subject device) the device did not fully open when implanted and a balloon was used to improve the flow diverter stent opening. After using the balloon, the flow diverter was fully opened. The procedure was completed successfully with no clinical consequences to the patient. Additional information: based on the dfu (directions for use) instructed that if the subject stent did not fully expand or was not apposed against the vessel walls , the use of the balloon to aid wall apposition issue with a positive outcome. Dfu covers this scenario as a use step, not a warning or precaution, and it is therefore considered normal use of technique and within the range of acceptable performance of the device. This does not constitute a device complaint unless the physician specifically states a concern related to the subject stent device. Based on this review, the event does not meet the requirement for a complaint for the corresponding device.